Manufacturer narrative:
The MFR evaluation indicates the functional tests proved the device to function as intended. Upon introduction of the stem with the cement would eliminate the play observed. The design of the instrument has been improved.

Manufacturer narrative:
Summary of evaluation: the evaluation suggests that the event is attributed to improper assembly of the instrument by the user.

Event description:
The screw positioning on the right/left hip is not functioning properly. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.